Event description:
A physician made two unsuccessful attempts to insert the device. The physician examined the catheter tip of the first device and felt there was approximately 1mm of tubing missing. A second physician examined the affected catheter under microscope and felt that the catheter was intact. X-rays were ordered. There was no piece of catheter visualized on the x-rays. There were no complications with the pt.